Event description:
Caller reported experiencing a cartridge alarm 20 twice during pumping. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. Customer planned to use a backup insulin pump temporarily. Technical support confirmed the issue, provided instructions for storage mode activation, and arranged for a replacement pump to be sent. The customer was instructed to return the problematic pump using a pre-paid label within 10 days.